Event description:
It was reported that insulin drops were not observed exiting the infusion set tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.